Event description:
It was reported that the patient experienced pain and swelling at the implant site, and subsequently underwent a drainage of fluid. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.